Manufacturer narrative:
(B)(4).

Event description:
Procedure type: lap hernia repair. According to the reporter: when physician was using a dissection balloon during laparoscopic surgery, the balloon broke. He then removed the balloon and its parts and inspected the abdomen to be sure no pieces were retained. Staff notified the general surgical coordinator who packaged and retained the broken piece of equipment. All pieces were retrieved from the cavity. The incision size was not increased, there was no add'l bleeding and the operating room time was not extended over 30 minutes. There was no injury to the pt.